Event description:
It was reported by service report that the cot was leaking hydraulic fluid from the rod side hydraulic hose at the fitting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other: rod side hydraulic hose.